Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/25/2013 with the following findings: the keypad cover was found to be peeling at the up arrow button. The complaint of the unresponsive keypad buttons was not able to be tested due to the blank display. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, evaluation revealed moisture behind the display lens. A leak test revealed a battery compartment leak and crack. The pump case was opened and moisture was found throughout the inside of the pump, including on the display. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was partially detached from the pump. The functionality of the audio bolus button could not be tested due to moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.